Event description:
Event description cpi received information that, during implant, this implantable pulse generator (ipg) exhibited ventricular loss of capture after the device and lead were sewn into the patient. Suspecting a lead issue, the ipg was explanted and placed in a basin while the lead was repositioned. During the procedure, the basin was bumped, and the device fell out of the basin unto the floor. The physician implanted another device.